Event description:
A surgical technician reported a patient with an unexpected outcome following intraocular lens (iol) implant surgery. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Not returned and not enough information was provided from the account to properly complete an investigation. Additional information was requested on (B)(4) 2012 by fax and mail. A completed questionnaire has not been received. (B)(4).